Manufacturer narrative:
Cracked case and cracked end cap noted. Device had cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump was cracked by the up and down arrows. Customer's blood glucose was 199 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.